Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recz3524 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a hole in the catheter, more info will follow. Additional information received: "hole in catheter 3-4 cm from insertion site. Vein on 2 cm depth. Leakage from insertion site".

Manufacturer narrative:
The following were reviewed as part of this investigation: sample evaluation, patient severity, complaint and lot history review, applicable previous investigation(s), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter was confirmed and the cause appeared to be use related. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split in the catheter shaft was observed between the 7-8cm depth markings. The catheter split was indicative of flexural fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) ¿ an additional permanent kink impression was also seen between the 8-9cm depth markings an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of recz3524 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a hole in the catheter, more info will follow. Additional information received: "hole in catheter 3-4 cm from insertion site. Vein on 2 cm depth. Leakage from insertion site."